Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 5 years ago. Aneurysm and vessel morphology at the time of implant were not reported and are unk. This pt has been lost to follow-up and there are no records available from the time of implant. A recent CT demonstrated disease progression with severe aortic neck dilation. It was reported that the stent graft migrated 5 cm and is sitting in the aneurysm sac with the presence of a proximal type 1 endoleak. The pt will be brought back at a later time for intervention. No additional clinical sequelae were reported.

Manufacturer narrative:
Eval: results - (endoleak, graft migration). (Disease progression with severe aortic neck dilation). Conclusion: (disease progression with severe aortic neck dilation).